Event description:
It was reported that during pretest, the water leaked from the foley catheter balloon upon injecting it during pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.